Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 6.5v retainer ring = unknown. On (B)(6) /2021 the customer reported a crack. Pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails. In summary, the crack is confirmed.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.